Manufacturer narrative:
The following methodologies were used to investigate this event: interview with distributor representative. Interview with surgeon. Review of post implantation and pre removal x-rays. Review of manufacturing and quality records for lot. Review of surgical technique guides and instructions for use. Conclusions: damage to the implant is indicative of damage caused during placement due to a rotational force placed on the implant after the talons were activated. Surgical technique specifically cautions against rotating the implant after the talons are activated. DHR for device lot was reviewed and no issues were identified during manufacture or testing and the device met all specifications prior to release. In process testing for this device would have revealed if the device had this manufacture and packaging of the device. Explanation of device codes used: 3304 in situ observation - device was evaluated by observation of available x-ray images. There was no in situ testing performed on the device.

Event description:
Patient with a clavicle fracture was implanted with a sonoma crx device. At a follow up visit, x-rays revealed that while the initial fracture showed callus formation and was healing, a secondary fracture occurred anterior to the previous fracture at the flexible/solid shaft junction of the implant and the implant broke at that location. The implant was surgically removed.